Manufacturer narrative:
The issue was isolated to one of the sensor posts which fit around the tubing. The post was damaged and no longer adequately attached to the sensor to allow proper connection or coupling. It is not known how the damage was incurred. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr used a uas from another 8000 pefusion system and it worked properly, but when the fsr placed the suspect uas back onto the cable the air sensor would not work. Upon further investigation, the fsr discovered that the uas was broken at the sensor. The fsr removed the faulty uas sensor and installed a new sensor. The fsr completed pm, corrective maintenance/inspection successfully and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered a non-functioning ultrasonic air sensor (uas), unable to reset air detection on safety monitor. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) connected the sensor to the 8k safety monitor and inserted a piece of 3/8 inch tubing, half-filled with water, into the sensor. When the safety monitor was powered on, the safety monitor entered and stayed in air detect alarm mode even when the sensor was exposed to liquid. The monitor could not be reset. The pst found the sensor surface to be broken/loose. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.